Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the system faults were due to water damage of the main circuit board (pcb) and the pneumatic block. The pneumatic block and main pcb were replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf74, sf197 and sf218) indicating a software task fault, a stuck outlet flow sensor and a main board error respectively. There was no patient injury reported as a result of this incident.